Event description:
The safety lockout on the device (staple load/insert) failed, allowing the surgeon to inadvertently use the staple on a patient without having a new (staple) load in the device. The safety lockout is designed to prevent use after the device is fired and staples deployed. This resulted in an unstapled surgical cut that immediately bled, requiring conversion to an open procedure to adequately address the injury. Dates of use: (B)(6) 2018.